Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they had experienced high blood glucose levels. Blood glucose level at the time of incident was above 400 mg/dl. Customer stated they received insulin flow block alarm and insulin exited. The insulin pump will not be returned for analysis.